Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implanted (B)(6) 2013; 5076-52 lead, implanted (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was explanted approximately ten months post implant as the initial positioning was not ideal to provide cardiac resynchronization. As the patient was having an unrelated open heart surgery, a new epicardial lead was placed. No patient complications have been reported as a result of this event.